Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly outer diameter was measured and within specification. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the parent device, prior to advancement, resistance may be encountered. If the device is forcefully advanced against the resistance, damage such as offset coil winds may occur. During functional testing, the embolization coil was unable to advance through its introducer sheath due to the offset coil winds. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.